Event description:
It was reported that post implant the right ventricular lead threshold had increased on the pacer dependent patient. The ventricular output was increased to maintain adequate capture while the existing atrial lead was repositioned in the ventricle to replace the ventricular lead. The original ventricular lead was then positioned into the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5086mri45, implantable pacing lead, implanted: (B)(6) 2013 ; rvdr01, implantable pulse generator, implanted: (B)(6) 2013. (B)(4).